Manufacturer narrative:
The reloads and the stapler were not returned. While the exact cause of the event is not known, there have been instances when improper loading of the reloads have caused these kinds of problems. A new reload design which facilitates loading has since been validated and implemented.

Event description:
When three plcr60b reloads were being fired via in i60 stapler in a colon repositioning procedure, one of them produced some malformed and partially formed staples. The other two produced some partially formed staples. The tissue was oversewn with sutures.